Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was received: have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? I only saw my surgeon three times. Once before surgery for consultation, day of surgery and one a week after. I have stickers from surgery chart and my or report. The pain never ceased after surgery even though I gave it six weeks to 3 months to see if it would get better. I was pretty much dropped by the surgeon at the one week post op visit. I'm not sure I agree with consulting my surgeon because I am not sure how I will handle this with the hospital, yet. I have seen three other surgeons regarding the pain issue and was sent to pain management. I've had three treatments with them so far. Still having pain in lower pelvic areas that shoots out to the hips. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2024-00335.

Event description:
It was reported that a patient underwent a double inguinal hernia repair procedure in (B)(6) 2023 and mesh was implanted. The patient reported pain after the procedure and stated that one side was implanted with expired mesh. They put expired mesh in first side (left) before realizing it was expired and to date mesh on right side. Since surgery, they have had chronic lower abdomen pelvic/groin pain that radiates down the thighs and pubic area. The patient was diagnosed with chronic ilioinguinal/ genitofemoral pain and has had a few rounds of pain management. Additional information was requested.